Event description:
It was reported that the patient continued to experience problems after her revision surgery. Patient's knee continued to be painful. Surgeon then performed surgery to remove scar tissue and knee was revised on (B)(6) 2010.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: in this morbidly obese patient with chronic pain and narcotic dependence there is no evidence that faulty unicondylar knee arthroplasty components or cement were responsible for her symptoms that resulted in multiple surgeries and subsequent infection of her right knee. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the infection could not be determined. Consultation with sterility assurance indicated the introduction of the causative agent was not introduced via the reported devices. A review of the provided medical records and x-rays by a clinical consultant indicated, ¿in this morbidly obese patient with chronic pain and narcotic dependence there is no evidence that faulty unicondylar knee arthroplasty components or cement were responsible for her symptoms that resulted in multiple surgeries and subsequent infection of her right knee.¿ therefore, the event is not related to factors of faulty prosthetic design, manufacturing, or materials. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: oxoc, cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: w313, cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: sat4e1, cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rdn119.

Event description:
Update: it was reported that the patient continued to experience problems after her revision surgery. Patient's knee continued to be painful. Surgeon performed a manipulation in 2007. In 2010, patient was admitted to the hospital with septic knee. Patients knee was debrided and a poly exchange was performed. She was also given antibiotics which she had a very reaction bad too.